Event description:
Following an uneventful novasure endometrial ablation the physician did a hysteroscopy and saw "small pieces of gold colored thread and fiber flakes floating in the cavity." The "large string fiber was removed via hysteroscopic grasper, the smaller specs were left." The patient was discharged home following this procedure with prophylactic antibiotics.

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Device history record (DHR) review was conducted for the radio frequency controller. There were no reworks or observations noted at time of manufacture. No relationship can be established between DHR and current complaint. (B)(4).